Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy. On (B)(6) 2025, the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) between 530 and 540 mg/dl with high ketones. Customer was treated with intravenous fluids, lantus and novolog. Customer was released from the hospital the next day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.